Event description:
Spontaneous: patient reported this batch gave me an allergic reaction and the needle gun has caught twice causing the needle to squirt out liquid - no other information provided. Unknown type of allergic reaction; unknown if patient missed a dose; no adverse event reported; unknown if device available for return; unknown lot/expiration. No further information known. Reported to (B)(6) by pt/caregiver.